Event description:
Subject ID: (B)(6). It was reported that the patient underwent surgery to implant the devices on (B)(6) 2024. Postoperatively, the patient experienced wound dehiscence, which required surgical intervention at the fracture site. This report involves one rfna / 12mm / 360mm standard bend / sterile. This is report 1 of 10 for (B)(4). This report is related to (B)(4), which captures additional implants related to the event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D10: date of concomitant therapy is (B)(6) 2024. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicates that the device location was the right side and the treatment/impact was irrigation and debridement.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: manufacturing location: monument. Manufacturing date: 16-may-2024. Expiration date: 30-apr-2029. Part number: 04.233.236s, rfn/12mm/360mm std bend/pe inlay/sterile. Lot number: 18385p2 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.233.224s-12-btq902733 / 4, met all inspection acceptance criteria. Packaging label logs (pll) lmd rev d were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 28775 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿adverse event: wound dehiscence¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: 29-jul-2024: DHR reviewed by: (B)(6). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.